Event description:
It was reported that after completing the cut through a 2.0mm plate for distal radius fracture, part of the blade on the plate cutter sheared off. The broken portion of the device was retrieved. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the tip was broken off. The cutter corresponds to the drawing and processes at the time of manufacture. Too much force was applied to the tips causing one to break. It is concluded that this complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.